Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The batteries were replaced to resolve the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported the unit shut down due to short battery life during patient use. No report of patient harm.